Event description:
It was reported that the catheter¿s plastic needle split during advancement after blood return was confirmed. No patient harm or adverse event was reported.

Manufacturer narrative:
D4 - lot # possible lot number: 6154653 or 6089340. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated. D4 - primary UDI number: updated. D3 - mfg establishment name: corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review could not be performed as the lot number was unknown.